Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. The vessel tortuosity was moderate with slight calcification. It was reported that the aortic neck was severely angulated, 60-degrees. It was reported that the pt was not a good surgical candidate, due to the pt's poor health. Upon final angiogram there was type I endoleak. The physician attempted to resolve the endoleak with angioplasty, however the endoleak persisted. The decision was made to convert the pt to open surgical repair. The device was removed from the pt and discarded. It was reported that the pt is fine. No additional sequelae were reported.